Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia and alleged insulin pump was delivering the incorrect amount of insulin also customer reported that the am and pm randomly changes on the main screen and she felt like the pump was delivering the incorrect amount based on the time. The customer was also alleged time anomaly. The customer reported blood glucose value of 40 mg/dl and the hypoglycemic event was treated with glucagon and glucose/carb intake. The event involved product(s) mmt-332a, mmt-1715kl, mmt-396a. Troubleshooting was initiated for hypoglycemic event, however customer declined for it. It was unknown whether the customer was using the insulin pump within 48 hours of the reported event. No further patient complications were reported. No product return is required for mmt-332a. Mmt-1715kl was requested and customer response was the device will be returned. No product return is required for mmt-396a.

Manufacturer narrative:
Unit passed active current measurement, sleep current measurement test, self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed dat test at 0.08810 inches. No time clock anomaly or over delivery anomalies noted during testing. Unit successfully downloaded to thus and carelink. Confirmed 16.575 units of normal bolus was delivered on 06/12/2024 between 03:29:20.000 and 12:02:26.000. The electronic assemblies and motor assemblies were inspected, and no anomalies noted. The following were noted during visual inspection: scratched case, pillowing keypad overlay cracked keypad overlay, and cracked case corner of the belt clip rails near the battery compartment. The p-cap/reservoir does lock properly. Pump passed functional testing and no over delivery anomalies noted during testing. No time clock anomaly noted during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.